Manufacturer narrative:
Based on additional information, the patient expired due to new st-elevated myocardial infarction. After experiencing ami, the patient declined and eventually expired despite efforts of her treating medical team. In agreement with a customer, the patient's death was probably related to a post cardiac arrest clinical condition and not related to quattro catheter or cooling procedure.

Manufacturer narrative:
The zoll catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. In agreement with a customer, the patient's death was probably related to a post cardiac arrest clinical condition and not related to quattro catheter or cooling procedure.

Event description:
A patient (B)(6) years old female was hospitalized post cardiac arrest and underwent therapeutic hypothermia. A zoll quattro catheter was inserted into the left femoral vein. It was reported by the hospital nurse that during day 2 into ivtm treatment, the saline bag was becoming empty. Upon inspection, small trace of blood was observed. The catheter was subsequently exchanged to continue the ivtm treatment. Per nurse manager, patient's deceased status was not related to the catheter leak issue.

Manufacturer narrative:
Based on additional information, the patient expired due to new st-elevated myocardial infarction. After experiencing ami, the patient declined and eventually expired despite efforts of her treating medical team. In agreement with a customer, the patient's death was probably related to a post cardiac arrest clinical condition and not related to quattro catheter or cooling procedure.

Event description:
An additional information received from the customer: catheter placed (B)(6) at 0700 later that same afternoon "volume in bag noted to be decreasing over previous hour. No blood backing up in bag. Line was then replaced at 5:45 pm with a new catheter. The patient start having neuro changes and bp changes later that evening and eventually heart rate dropped gave meds and was on pressors. Patient's cardiac status declined throughout the early morning. Her rhythm was quite irregular, st elevation started to occur as well. Vasopressin was started with little help, she became more bradycardic this was stopped, vasopressin, with no change in heart rate. Epinephrine was added as well. Patient did require atropine but this profound pauses of up worse to 6-8 seconds. She did respond to atropine. But, st elevations continued to elevate. She did pass away after this at 03:34 on (B)(6).

Manufacturer narrative:
Evaluation of the returned catheter confirmed the customer reported complaint as a quattro catheter bond leak between the proximal and medial 1 balloons. Visual inspection of the returned catheter was performed. No abnormalities with the catheter were seen. During functional testing, the catheter was connected to a pressurized inflation device. Capping the "out" luer and connecting the "in" luer to the pressure inflation device. Immediately upon pressurizing the catheter, a bond leak was noted between the proximal and medial 1 balloons. During manufacturing all quattro catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable cause for the reported complaint was a latent deformity in the bond, which resulted in eventual leak under pressure. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for quattro catheter lot# 73768.